Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) an induction test was attempted but unsuccessful as an arrhythmia could not be triggered. A second attempt at induction testing was later performed successfully but the programmer froze immediately after while reviewing the stored session data requiring it to be reset and telemetry re-established. Engineering analysis determined the issue was the result of telemetry loss while reviewing the captured subcutaneous electrocardiogram (s-ECG). It was noted that the device was subsequently operating normally. No adverse patient effects were reported. This system remains in service.